Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug with an unknown dose and concentration via an implantable pump for spinal pain. It was reported by the patient's wife that their husband has had nothing but problems with their pain pump. No symptoms were reported. The event date was unknown. No further complications were reported/anticipated.